Event description:
A malfunction alarm on the pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. Customer support provided instructions on resetting the pump, and the caller successfully reset it, resolving the issue without recurrence. The caller was advised to continue using the pump and to reach out if the problem occurred again.